Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown; cloud - omnipod 5 software app version 3.1.1; cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06; cloud - smartphone hardware n5004l; cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to below 70 mg/dl while wearing the pod between 24 and 36 hours. The patient reports loosing consciousness while in their vehicle and their spouse had called for an ambulance. Upon arrival of the paramedics the patients temperature was 91 degrees and their blood glucose level was less than 40 mg/dl. Once at the hospital the patient was treated with intravenous fluids and glucose. The patient was also treated with warming blankets. The patient was discharged from the hospital emergency room in less than 24 hours.